Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The test reservoir matches the units remaining in the status screen. All operating currents are within specification. Off no power alarm functions properly. The insulin pump passed the displacement test and self test. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly.

Event description:
It was reported that the customer was hospitalized due to low blood glucose, and his blood glucose was treated with glucagon shots. Troubleshooting was performed. The programming in the insulin pump was correct. The reservoir was showing less insulin than what is shown on the status screen. Assisted the caller to run the displacement test and passed. The mother stated that the device was not exposed to a high magnetic field. The mother was not comfortable and requested the device be replaced. No further information was provided.